Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pvc ablation procedure, a pericardial effusion occurred. While mapping with the flexability ablation catheter near the right ventricular outflow tract, there was considerable patient movement. At one point, the ablation catheter briefly appeared outside the created geometry. An echocardiogram was performed, which revealed a small pericardial effusion. The procedure was continued; however, due to patient movement and the effusion, it was then terminated. A second echocardiogram revealed the effusion had increased so a pericardiocentesis was performed. There were no performance issues with any sjm device.